Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported intervention was preformed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a warning was alerted for low impedance on the left ventricular (lv) lead. The patient also reported they heard the alert tones. The lead remains in use. No patient complications have been reported as a result of this event.